Manufacturer narrative:
Date of event: unknown/provided as right after surgery. Therefore; the approximate date is between 11/18/2020 and 11/24/2020. The device was not returned for evaluation as it was discarded. Therefore; a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient was experiencing dysphotopisa in their left eye (os) resulting in the need for an explant of the intra-ocular lens (iol). The iol was exchanged for a non-johnson and johnson model. There was no reported patient injury. The iol will not be returned for investigation as it was discarded. No additional information was provided.